Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('pyosalpinx'), pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('there are remains of bilateral external coils.'), device expulsion ('essure remains in uterus') and cervicitis ('chronic periorificial cervicitis, slight chronic inflammation in relation to tube orifices') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inguinal hernia repair, gravida ii, parity 2, vaginal delivery (1), caesarean section (1) and tonsillectomy. Concomitant products included intrauterine contraceptive device (iud nos) for contraception. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage ("excessive bleeding"), abdominal pain ("abdominal pain started slowly, located in hypogastrium and radiates to the lumbar area and vagina"), blindness ("vision loss"), headache ("headache") and pruritus ("generalized itching"). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required). On (B)(6) 2012, the patient experienced leukocytosis ("leukocytosis") and pyrexia ("increased body temperature"). On (B)(6) 2012, the patient experienced diarrhoea ("diarrhea from antibiotics"). In 2014, the patient experienced abdominal pain upper ("right hypochondrium pain (right subcostal pain), got worse"). On (B)(6) 2014, the patient experienced vomiting ("vomiting"). In 2015, the patient experienced allergy to metals ("allergic reaction"). In (B)(6) 2016, the patient was found to have weight decreased ("4kg-weight loss"). On (B)(6) 2016, the patient experienced malaise ("sickness, no vomiting"). In (B)(6) 2018, the patient experienced vaginal discharge ("discharge without incidents, smelly leukorrhea"), metrorrhagia ("metrorrhagia of less amount than menstruation for 20 day") and dyspareunia ("dyspareunia"). On (B)(6) 2018, the patient experienced breast pain ("pain in right breast") and mastitis ("inflammation in right breast"). In (B)(6) 2018, the patient experienced breast discharge ("bilateral non-smelly telorrhea"). On (B)(6) 2018, the patient experienced complication of device removal ("device removal incomplete"). On an unknown date, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion medically significant), device expulsion (seriousness criteria hospitalization and intervention required), cervicitis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), swelling ("swelling"), myalgia ("muscle aches"), hypoaesthesia ("arms and waist down to her feet get numb"), fatigue ("continuous fatigue"), asthenia ("asthenia") and vaginal haemorrhage ("vaginal bleeding") and was found to have uterine leiomyoma ("leiointramural myoma (0.6 cm)"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012 , on (B)(6) 2018 and then on (B)(6) 2018. The patient was treated with amoxicillin;clavulanic acid (augmentin), metamizole, metoclopramide hydrochloride (primperan), metronidazole, ofloxacin, paracetamol and surgery (laparoscopic bilateral salpingectomy, hysteroscopy, with removal of essure on (B)(6) 2018 and laparoscopic hysterectomy to remove essure remains in uterus). On (B)(6) 2018, the salpingitis had resolved. On (B)(6) 2018, the device expulsion, cervicitis and complication of device removal had resolved. At the time of the report, the pelvic inflammatory disease, pelvic pain, uterine leiomyoma, vaginal discharge, genital haemorrhage, metrorrhagia, abdominal pain, leukocytosis, swelling, blindness, myalgia, hypoaesthesia, fatigue, headache, allergy to metals, asthenia, pyrexia, diarrhoea, vomiting, abdominal pain upper, malaise, weight decreased, pruritus, breast discharge, dyspareunia, breast pain and mastitis outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, asthenia, blindness, breast discharge, breast pain, cervicitis, complication of device removal, device breakage, device expulsion, diarrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, leukocytosis, malaise, mastitis, metrorrhagia, myalgia, pelvic inflammatory disease, pelvic pain, pruritus, pyrexia, salpingitis, swelling, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: lawyer reported client, (B)(6), without clinical history of interest had essure implanted. Iud was continued until hysteroscopy had confirmed non-permeable tubes. Following essure insertion, she experienced various symptoms. She was admitted to hospital for removal of essure devices, because she associated a large part of health problems she had for years with this device. In 2018, she requested removal of the essure. On (B)(6) 2018, laparoscopic bilateral salpingectomy with removal of the right essure was performed, as well as hysteroscopy and extraction of the left essure. On (B)(6) 2018 a radiological test assessed remains of bilateral external essure devices in uterus. On (B)(6) 2018 due to incomplete extraction of essure causing discharge, laparoscopic hysterectomy was performed without incidents. Subsequently, a follow-up CT scan was performed in 2019, where no intra-abdominal essure devices were visualized currently, the damages caused cannot be determined in its full magnitude diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: rest of the tests: normal result; on (B)(6) 2016: right hypochondrium pain without urgent pathology data; on (B)(6) 2018: no urgent gynecological pathology at the present time; on (B)(6) 2018: no urgent gynecological pathology at the present time. C-reactive protein (5.0 mg/l) - on (B)(6) 2012: 31 mg/l; on (B)(6) 2018: 5.7 mg/l. Computerised tomogram - on (B)(6) 2012: abdomen : no evidence of radiological signs suggestive of acute diverticulitis at the present time. Significant dilation and tortuosity of the ovarian venous plexuses. Findings make it necessary to rule out possibility of pelvic inflammatory disease as first option. Assessment by gynecology service recommended. A heterogeneous uterus with intrauterine device and bilateral intra-tubal devices observed. Attention to thickening of parametria with a heterogeneous round large-sized mass that seems to depend on right adnexal, compatible with an infectious context as first option, with abscess ovarian tube and collection of elongated morphology and well-defined walls in direct contact with left lateral wall of uterus suggestive of hydrosalpinx; on (B)(6) 2019: axial resections taken of the abdominal cavity with findings secondary to hysterectomy. Intra-abdominal essure devices not visible. Rest without significant alterations.. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2018: 17.6 g/dl. Hysteroscopy - on an unknown date: non-permeable tubes confirmed, iud was removed. Microbiology test - on (B)(6) 2012: vaginal discharge: candidas + staphylococcus aureus isolated. Pathology test - on (B)(6) 2018: removed total uterus: chronic periorificial cervicitis, slight chronic inflammation in relation tu tube orifices. Leiointramural myoma (0.6 cm). Two essure pieces. Ultrasound scan - on (B)(6) 2012: compatible with pyosalpinx with tubal wall edema encompassing right essure. Main diagnosis: pelvic inflammatory disease. Secondary diagnosis: normoinserted essures and intracavitary iud; on (B)(6) 2012: compatible with chronic pid. Endometrioma in right annex; on (B)(6) 2012: compatible with moderate bilateral pelvic congestion. Edema with bilateral tubal thickening, more striking on the right side. Intracavitary iud. Right annex attached to the uterine canthus.; on (B)(6) 2013: no pathological findings. Moderate pelvic congestion. Tubal pathology is not visible. White blood cell count (89 %) - on (B)(6) 2012: 15090 %; on (B)(6) 2012: 7550 %; on (B)(6) 2018: 12.15 giga/l. X-ray of pelvis and hip - on (B)(6) 2018: image of both external residual essure coils at the intrauterine level visualized. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('pyosalpinx'), device breakage ('there are remains of bilateral external coils'), device expulsion ('essure remains in uterus') and cervicitis ('chronic periorificial cervicitis, slight chronic inflammation in relation to tube orifices') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inguinal hernia repair, gravida ii, parity 2, vaginal delivery (1), caesarean section (1) and tonsillectomy. Concomitant products included intrauterine contraceptive device (iud nos) for contraception. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage ("excessive bleeding"), blindness ("vision loss"), headache ("headache") and pruritus ("generalized itching"). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required) with abdominal pain lower, leukocytosis, asthenia and pyrexia and salpingitis (seriousness criteria hospitalization and intervention required). On (B)(6) 2012, the patient experienced diarrhoea ("diarrhea from antibiotics"). On (B)(6) 2014, the patient experienced vomiting ("vomiting") and abdominal pain upper ("right hypochondrium pain (right subcostal pain), got worse"). In 2015, the patient experienced allergy to metals ("allergic reaction"). In (B)(6) 2016, the patient was found to have weight decreased ("4kg-weight loss"). On (B)(6) 2016, the patient experienced malaise ("sickness, no vomiting"). In (B)(6) 2018, the patient experienced vaginal discharge ("smelly leukorrhea"), metrorrhagia ("metrorrhagia of less amount than menstruation for 20 day") and dyspareunia ("dyspareunia"). On 4-jun-2018, the patient experienced mastitis ("inflammation in right breast") with breast discharge and breast pain. On (B)(6) 2018, the patient experienced complication of device removal ("device removal incomplete"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion (seriousness criteria hospitalization and intervention required), cervicitis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), swelling ("swelling"), myalgia ("muscle aches"), hypoaesthesia ("arms and waist down to her feet get numb"), fatigue ("continuous fatigue") and vaginal haemorrhage ("vaginal bleeding") and was found to have uterine leiomyoma ("leiointramural myoma (0.6 cm)"). The patient was hospitalized from (B)(6) 2012 , on (B)(6) 2018 and then on (B)(6) 2018. The patient was treated with amoxicillin;clavulanic acid (augmentin), metamizole, metoclopramide hydrochloride (primperan), metronidazole, ofloxacin, paracetamol and surgery (laparoscopic bilateral salpingectomy, hysteroscopy, with removal of essure on (B)(6) 2018 and laparoscopic hysterectomy to remove essure remains in uterus). On (B)(6) 2018, the salpingitis had resolved. On (B)(6) 2018, the device expulsion, cervicitis and complication of device removal had resolved. At the time of the report, the pelvic inflammatory disease, pelvic pain, uterine leiomyoma, vaginal discharge, genital haemorrhage, metrorrhagia, swelling, blindness, myalgia, hypoaesthesia, fatigue, headache, allergy to metals, diarrhoea, vomiting, abdominal pain upper, malaise, weight decreased, pruritus, dyspareunia and mastitis outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, blindness, cervicitis, complication of device removal, device breakage, device expulsion, diarrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, malaise, mastitis, metrorrhagia, myalgia, pelvic inflammatory disease, pelvic pain, pruritus, salpingitis, swelling, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: lawyer reported client, 40 years old, without clinical history of interest had essure implanted. Iud was continued until hysteroscopy had confirmed non-permeable tubes. Following essure insertion, she experienced various symptoms. She was admitted to hospital for removal of essure devices, because she associated a large part of health problems she had had for years with this device. In 2018, she requested removal of the essure. On 01-oct-2018, laparoscopic bilateral salpingectomy with removal of the right essure was performed, as well as hysteroscopy and extraction of the left essure. On 19-oct-2018 a radiological test assessed remains of bilateral external essure devices in uterus. On 12-nov-2018 due to incomplete extraction of essure causing discharge, laparoscopic hysterectomy was performed without incidents. Subsequently, a follow-up CT scan was performed in 2019, where no intra-abdominal essure devices were visualized. Currently, the damage caused cannot be determined in its full magnitude. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: rest of the tests: normal result; on (B)(6) 2016: right hypochondrium pain without urgent pathology data; on (B)(6) 2018: no urgent gynecological pathology at the present time; on (B)(6) 2018: no urgent gynecological pathology at the present time. C-reactive protein (5.0 mg/l) - on (B)(6) 2012: 31 mg/l; on (B)(6) 2018: 5.7 mg/l. Computerised tomogram - on (B)(6) 2012: abdomen : no evidence of radiological signs suggestive of acute diverticulitis at the present time. Significant dilation and tortuosity of the ovarian venous plexuses. Findings make it necessary to rule out possibility of pelvic inflammatory disease as first option. Assessment by gynecology service recommended. A heterogeneous uterus with intrauterine device and bilateral intra-tubal devices observed. Attention to thickening of parametria with a heterogeneous round large-sized mass that seems to depend on right adnexal, compatible with an infectious context as first option, with abscess ovarian tube and collection of elongated morphology and well-defined walls in direct contact with left lateral wall of uterus suggestive of hydrosalpinx; on 03-apr-2019: axial resections taken of the abdominal cavity with findings secondary to hysterectomy. Intra-abdominal essure devices not visible. Rest without significant alterations.. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2018: 17.6 g/dl. Hysteroscopy - on an unknown date: non-permeable tubes confirmed, iud was removed. Microbiology test - on (B)(6) 2012: vaginal discharge: candidas + staphylococcus aureus isolated. Pathology test - on (B)(6) 2018: removed total uterus: chronic periorificial cervicitis, slight chronic inflammation in relation tu tube orifices. Leiointramural myoma (0.6 cm). Two essure pieces. Ultrasound scan - on (B)(6) 2012: compatible with pyosalpinx with tubal wall edema encompassing right essure. Main diagnosis: pelvic inflammatory disease. Secondary diagnosis: normoinserted essures and intracavitary iud; on (B)(6) 2012: compatible with chronic pid. Endometrioma in right annex; on (B)(6) 2012: compatible with moderate bilateral pelvic congestion. Edema with bilateral tubal thickening, more striking on the right side. Intracavitary iud. Right annex attached to the uterine canthus; on (B)(6) 2013: no pathological findings. Moderate pelvic congestion. Tubal pathology is not visible. White blood cell count (89 %) - on (B)(6) 2012: 15090 %; on (B)(6) 2012: 7550 %; on (B)(6) 2018: 12.15 giga/l. X-ray of pelvis and hip - on (B)(6) 2018: image of both external residual essure coils at the intrauterine level visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('pyosalpinx'), device breakage ('there are remains of bilateral external coils'), device expulsion ('essure remains in uterus') and cervicitis ('chronic periorificial cervicitis, slight chronic inflammation in relation to tube orifices') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inguinal hernia repair, gravida ii, parity 2, vaginal delivery (1), caesarean section (1) and tonsillectomy. Concomitant products included intrauterine contraceptive device (iud nos) for contraception. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage ("excessive bleeding"), blindness ("vision loss"), headache ("headache") and pruritus ("generalized itching"). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required) with abdominal pain lower, leukocytosis, asthenia and pyrexia and salpingitis (seriousness criteria hospitalization and intervention required). On (B)(6) 2012, the patient experienced diarrhoea ("diarrhea from antibiotics"). On (B)(6) 2014, the patient experienced vomiting ("vomiting") and abdominal pain upper ("right hypochondrium pain (right subcostal pain), got worse"). In 2015, the patient experienced allergy to metals ("allergic reaction"). In (B)(6) 2016, the patient was found to have weight decreased ("4kg-weight loss"). On (B)(6) 2016, the patient experienced illness ("sickness, no vomiting"). In (B)(6) 2018, the patient experienced vaginal discharge ("smelly leukorrhea"), metrorrhagia ("metrorrhagia of less amount than menstruation for 20 day") and dyspareunia ("dyspareunia"). On (B)(6) 2018, the patient experienced mastitis ("inflammation in right breast") with breast discharge and breast pain. On (B)(6) 2018, the patient experienced complication of device removal ("device removal incomplete"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria hospitalization and intervention required), cervicitis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), swelling ("swelling"), myalgia ("muscle aches"), hypoaesthesia ("arms and waist down to her feet get numb"), fatigue ("continuous fatigue") and vaginal haemorrhage ("vaginal bleeding") and was found to have uterine leiomyoma ("leiointramural myoma (0.6 cm)"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012 , on (B)(6) 2018 and then on (B)(6) 2018. The patient was treated with amoxicillin;clavulanic acid (augmentin), metamizole, metoclopramide hydrochloride (primperan), metronidazole, ofloxacin, paracetamol and surgery (laparoscopic bilateral salpingectomy, hysteroscopy, with removal of essure on (B)(6) 2018 and laparoscopic hysterectomy to remove essure remains in uterus). On (B)(6) 2018, the salpingitis had resolved. On (B)(6) 2018, the device expulsion, cervicitis and complication of device removal had resolved. At the time of the report, the pelvic inflammatory disease, pelvic pain, uterine leiomyoma, vaginal discharge, genital haemorrhage, metrorrhagia, swelling, blindness, myalgia, hypoaesthesia, fatigue, headache, allergy to metals, diarrhoea, vomiting, abdominal pain upper, illness, weight decreased, pruritus, dyspareunia and mastitis outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, blindness, cervicitis, complication of device removal, device breakage, device expulsion, diarrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, illness, mastitis, metrorrhagia, myalgia, pelvic inflammatory disease, pelvic pain, pruritus, salpingitis, swelling, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: lawyer reported client, 40 years old, without clinical history of interest had essure implanted. Iud was continued until hysteroscopy had confirmed non-permeable tubes. Following essure insertion, she experienced various symptoms. She was admitted to hospital for removal of essure devices, because she associated a large part of health problems she had had for years with this device. In 2018, she requested removal of the essure. On (B)(6) 2018, laparoscopic bilateral salpingectomy with removal of the right essure was performed, as well as hysteroscopy and extraction of the left essure. On (B)(6) 2018 a radiological test assessed remains of bilateral external essure devices in uterus. On (B)(6) 2018 due to incomplete extraction of essure causing discharge, laparoscopic hysterectomy was performed without incidents. Subsequently, a follow-up CT scan was performed in 2019, where no intra-abdominal essure devices were visualized. Currently, the damage caused cannot be determined in its full magnitude. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: rest of the tests: normal result; on (B)(6) 2016: right hypochondrium pain without urgent pathology data; on (B)(6) 2018: no urgent gynecological pathology at the present time; on (B)(6) 2018: no urgent gynecological pathology at the present time. C-reactive protein (5.0 mg/l) - on (B)(6) 2012: 31 mg/l; on (B)(6) 2018: 5.7 mg/l. Computerised tomogram - on (B)(6) 2012: abdomen : no evidence of radiological signs suggestive of acute diverticulitis at the present time. Significant dilation and tortuosity of the ovarian venous plexuses. Findings make it necessary to rule out possibility of pelvic inflammatory disease as first option. Assessment by gynecology service recommended. A heterogeneous uterus with intrauterine device and bilateral intra-tubal devices observed. Attention to thickening of parametria with a heterogeneous round large-sized mass that seems to depend on right adnexal, compatible with an infectious context as first option, with abscess ovarian tube and collection of elongated morphology and well-defined walls in direct contact with left lateral wall of uterus suggestive of hydrosalpinx; on (B)(6) 2019: axial resections taken of the abdominal cavity with findings secondary to hysterectomy. Intra-abdominal essure devices not visible. Rest without significant alterations.. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2018: 17.6 g/dl. Hysteroscopy - on an unknown date: non-permeable tubes confirmed, iud was removed. Microbiology test - on (B)(6) 2012: vaginal discharge: candidas + staphylococcus aureus isolated. Pathology test - on (B)(6) 2018: removed total uterus: chronic periorificial cervicitis, slight chronic inflammation in relation tu tube orifices. Leiointramural myoma (0.6 cm). Two essure pieces. Ultrasound scan - on (B)(6) 2012: compatible with pyosalpinx with tubal wall edema encompassing right essure. Main diagnosis: pelvic inflammatory disease. Secondary diagnosis: normoinserted essures and intracavitary iud; on (B)(6) 2012: compatible with chronic pid. Endometrioma in right annex; on (B)(6) 2012: compatible with moderate bilateral pelvic congestion. Edema with bilateral tubal thickening, more striking on the right side. Intracavitary iud. Right annex attached to the uterine canthus; on (B)(6) 2013: no pathological findings. Moderate pelvic congestion. Tubal pathology is not visible. White blood cell count (89 %) - on (B)(6) 2012: 15090 %; on (B)(6) 2012: 7550 %; on (B)(6) 2018: 12.15 giga/l. X-ray of pelvis and hip - on (B)(6) 2018: image of both external residual essure coils at the intrauterine level visualized. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('pyosalpinx'), device breakage ('there are remains of bilateral external coils'), device expulsion ('essure remains in uterus') and cervicitis ('chronic periorificial cervicitis, slight chronic inflammation in relation to tube orifices') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included inguinal hernia repair, gravida ii, parity 2, vaginal delivery (1), caesarean section (1) and tonsillectomy. Concomitant products included intrauterine contraceptive device (iud nos) for contraception. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital hemorrhage ("excessive bleeding"), blindness ("vision loss"), headache ("headache") and pruritus ("generalized itching"). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required) with abdominal pain lower, leukocytosis, asthenia and pyrexia and salpingitis (seriousness criteria hospitalization and intervention required). On (B)(6) 2012, the patient experienced diarrhea ("diarrhea from antibiotics"). On (B)(6) 2014, the patient experienced vomiting ("vomiting") and abdominal pain upper ("right hypochondrium pain (right subcostal pain), got worse"). In 2015, the patient experienced allergy to metals ("allergic reaction"). In (B)(6) 2016, the patient was found to have weight decreased ("4kg-weight loss"). On (B)(6) 2016, the patient experienced malaise ("sickness, no vomiting"). In (B)(6) 2018, the patient experienced vaginal discharge ("smelly leukorrhea"), metrorrhagia ("metrorrhagia of less amount than menstruation for 20 day") and dyspareunia ("dyspareunia"). On (B)(6) 2018, the patient experienced mastitis ("inflammation in right breast") with breast discharge and breast pain. On (B)(6) 2018, the patient experienced complication of device removal ("device removal incomplete"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion (seriousness criteria hospitalization and intervention required), cervicitis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), swelling ("swelling"), myalgia ("muscle aches"), hypoaesthesia ("arms and waist down to her feet get numb"), fatigue ("continuous fatigue") and vaginal hemorrhage ("vaginal bleeding") and was found to have uterine leiomyoma ("leiointramural myoma (0.6 cm)"). The patient was hospitalized from (B)(6) 2012, on (B)(6) 2018 and then on (B)(6) 2018. The patient was treated with amoxicillin;clavulanic acid (augmentin), metamizole, metoclopramide hydrochloride (primperan), metronidazole, ofloxacin, paracetamol and surgery (laparoscopic bilateral salpingectomy, hysteroscopy, with removal of essure on (B)(6) 2018 and laparoscopic hysterectomy to remove essure remains in uterus). On (B)(6) 2018, the salpingitis had resolved. On (B)(6) 2018, the device expulsion, cervicitis and complication of device removal had resolved. At the time of the report, the pelvic inflammatory disease, pelvic pain, uterine leiomyoma, vaginal discharge, genital hemorrhage, metrorrhagia, swelling, blindness, myalgia, hypoaesthesia, fatigue, headache, allergy to metals, diarrhoea, vomiting, abdominal pain upper, malaise, weight decreased, pruritus, dyspareunia and mastitis outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, blindness, cervicitis, complication of device removal, device breakage, device expulsion, diarrhoea, dyspareunia, fatigue, genital hemorrhage, headache, hypoaesthesia, malaise, mastitis, metrorrhagia, myalgia, pelvic inflammatory disease, pelvic pain, pruritus, salpingitis, swelling, uterine leiomyoma, vaginal discharge, vaginal hemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: lawyer reported client, 40 years old, without clinical history of interest had essure implanted. Iud was continued until hysteroscopy had confirmed non-permeable tubes. Following essure insertion, she experienced various symptoms. She was admitted to hospital for removal of essure devices, because she associated a large part of health problems she had had for years with this device. In 2018, she requested removal of the essure. On (B)(6) 2018, laparoscopic bilateral salpingectomy with removal of the right essure was performed, as well as hysteroscopy and extraction of the left essure. On (B)(6) 2018 a radiological test assessed remains of bilateral external essure devices in uterus. On (B)(6) 2018 due to incomplete extraction of essure causing discharge, laparoscopic hysterectomy was performed without incidents. Subsequently, a follow-up CT scan was performed in 2019, where no intra-abdominal essure devices were visualized. Currently, the damage caused cannot be determined in its full magnitude. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: rest of the tests: normal result; on (B)(6) 2016: right hypochondrium pain without urgent pathology data; on (B)(6) 2018: no urgent gynecological pathology at the present time; on (B)(6) 2018: no urgent gynecological pathology at the present time. C-reactive protein (5.0 mg/l) - on (B)(6) 2012: 31 mg/l; on (B)(6) 2018: 5.7 mg/l. Computerised tomogram - on (B)(6) 2012: abdomen : no evidence of radiological signs suggestive of acute diverticulitis at the present time. Significant dilation and tortuosity of the ovarian venous plexuses. Findings make it necessary to rule out possibility of pelvic inflammatory disease as first option. Assessment by gynecology service recommended. A heterogeneous uterus with intrauterine device and bilateral intra-tubal devices observed. Attention to thickening of parametria with a heterogeneous round large-sized mass that seems to depend on right adnexal, compatible with an infectious context as first option, with abscess ovarian tube and collection of elongated morphology and well-defined walls in direct contact with left lateral wall of uterus suggestive of hydrosalpinx; on (B)(6) 2019: axial resections taken of the abdominal cavity with findings secondary to hysterectomy. Intra-abdominal essure devices not visible. Rest without significant alterations.. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2018: 17.6 g/dl. Hysteroscopy - on an unknown date: non-permeable tubes confirmed, iud was removed. Microbiology test - on (B)(6) 2012: vaginal discharge: candidas + staphylococcus aureus isolated. Pathology test - on (B)(6) 2018: removed total uterus: chronic periorificial cervicitis, slight chronic inflammation in relation tu tube orifices. Leiointramural myoma (0.6 cm). Two essure pieces. Ultrasound scan - on (B)(6) 2012: compatible with pyosalpinx with tubal wall edema encompassing right essure. Main diagnosis: pelvic inflammatory disease. Secondary diagnosis: normoinserted essures and intracavitary iud; on (B)(6) 2012: compatible with chronic pid. Endometrioma in right annex; on (B)(6) 2012: compatible with moderate bilateral pelvic congestion. Edema with bilateral tubal thickening, more striking on the right side. Intracavitary iud. Right annex attached to the uterine canthus; on (B)(6) 2013: no pathological findings. Moderate pelvic congestion. Tubal pathology is not visible. White blood cell count (89 %) - on (B)(6) 2012: 15090 %; on (B)(6) 2012: 7550 %; on (B)(6) 2018: 12.15 giga/l. X-ray of pelvis and hip - on (B)(6) 2018: image of both external residual essure coils at the intrauterine level visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.